Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited capture issue, loss of sensing and impedance issue. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replace successfully, the patient's condition was good and stable prior and after the procedure.